Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. There was no reported malfunction of the iabp unit related to this event. Thus, the unit was put back into service following the event.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, the intra-aortic balloon (iab) ruptured. The patient developed a retroperitoneal bleed after the iab was removed and required surgery. The patient then required a 2nd surgery. It is unknown whether the iab was the cause of the required surgery. There was no reported malfunction of the involved iabp unit. Please refer to medwatch # 2248146-2018-00618 for related iab report.